Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device was received at the service center and evaluated. Our affiliate reported a leek issue with the device (the device is allowing fluid to run out of chondrotome), per evaluation this problem was not confirmed, therefore this complaint cannot be confirmed. Per service report, the device passed all tests and found to be working according to the specifications. As the reported problem was not confirmed, a root cause for the issue that was experienced by the user cannot be determined. A manufacturing record evaluation was performed for the finished device serial number (g25a21602) and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI(B)(4).

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
It was reported by the affiliate that during a shoulder arthroscopy the fms vue pump is allowing fluid to run out of chondrotome. This is the end that should be sucking fluid out of joint. After a short period of time the pump started functioning normally. No ae to patient. No delay to the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.